Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned having been deployed (pushed the stent out on the table to observe that the distal end of the stent was conical). The stent was not fully opened at one end and was buckled/deformed and slightly pinched inwards with the braid wires compressed, and the braid edges were frayed at both ends. The sdw (stent delivery wire) was kinked/bent 186.3cm from the proximal end. The sdw distal section was significantly kinked/bent. The sdw was broken/fractured approximately 204cm from the proximal end. The surface of the fracture was rough. Approximately 3cm including the petal/dpa (distal protection assembly) was not returned. The stent introducer sheath was not returned. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Other devices used in the procedure in conjunction with the subject device were 8f guide catheter, jiaqi guidewire, pugao 6f middle, xt 27. The anatomy was reported to be moderately tortuous. The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral artery. There was no allegation against the xt-27 microcatheter. The physician does not allege any malfunction of any device for this procedure. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the microcatheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter was recaptured/re-sheathed back during the procedure 3 times. The flow diverter did not fully appose to the vessel wall when it was deployed. There was no clinical consequence to the patient due to the reported event and there was no injury/resistance encountered during the procedure. In the physician¿s opinion the cause of the flow diverter not to open was that the tip of the stent might be damaged. During product analysis, stent was returned having been deployed (pushed the stent out on the table to observe that the distal end of the stent was conical). The stent was not fully opened at one end and was buckled/deformed and slightly pinched inwards with the braid wires compressed, and the braid edges were frayed at both ends. The sdw was kinked/bent 186.3cm from the proximal end and the distal section was significantly kinked/bent. On further inspection, the sdw was broken/fractured approximately 204cm from the proximal end and the surface of the fracture was rough. Approximately 3cm including the petal/dpa was not returned. The stent introducer sheath was not returned. The sdw distal section was significantly kinked/bent and approximately 3cm of the distal end including the petal/dpa was broken off which indicates the device encountered a severe force possibly caused due to repeated manipulations during the multiple attempts to open the stent. It is also possible these multiple attempts resulted in the stent becoming damaged. Based on the review of all available information, an assignable cause of procedural factors will be assigned to as reported stent failed/unable to open (when not implanted) and stent deformed and as analyzed stent deformed, stent failed/unable to open (when not implanted, sdw kinked/bent and sdw broken/fractured during use will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis, and it was discovered that the subject stent delivery wire (sdw) was broken/fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.